Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Laboratory evaluation fond that the d/c to d/c converter board was defective.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was an "over speed 1" error on the roller pump. There was no pt involvement.